Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Event description:
Boston scientific received information that this lead exhibited rising impedance measurements. The physician elected to explant and replace this lead. No adverse patient effects were reported.